Manufacturer narrative:
On 1/13/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Note: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 800cc and experienced chest injury and generalized illness symptoms bilaterally and symptomatic rupture on the left breast implant. ¿the patient was doing yard work and something hit her chest and she felt the pop. The patient has popped one of her implants and she is feeling increasingly bad. She felt it popped on the left side, but she is having problems on the right side. Her right side has pain in her back, after it happened, she had shortness of breath, around the bottom of the areola it is kind of firm, she has night sweats and generally feels bad.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.